Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was abandoned surgically due to loss of sensing and capture. The impedance measurement was greater than 2000 ohms. A lead replacement was attempted however access could not be gained due to the patient's anatomy. The physician elected to implant another lead in the future.